Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the ok keypad button has required several hard presses to obtain a response over the (B)(6). She denied damage to the rubber keypad, but noted that the audio bolus button cover is torn. The family member denied exposing the pump to water; and stated that the patient carries the pump in a case in a cup holder on his wheelchair.